Event description:
It was reported that a patient underwent a gynecological procedure to treat pelvic organ prolapse on (B)(6) 2007 and a sling was used. The patient experienced pain and erosion of her internal bodily tissue post operatively. No additional information was provided at this time

Manufacturer narrative:
(B)(4). It was reported that a patient underwent hysterectomy and a sling procedure to treat stress urinary incontinence on (B)(6) 2007. The patient experienced pain and erosion of her internal bodily tissue post operatively. The mesh was removed on (B)(6) 2010 due to vaginal wall mesh erosion, dyspareunia and pain. No additional information was provided at this time. (B)(4):dyspareunia.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01262. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat menorrhagia and stress urinary incontinence. It was reported that the patient underwent the concurrent procedure of a laparoscopic supracervical hysterectomy during mesh implantation.